Event description:
The sensors were replaced/reimplanted twice on the patient. In both cases, the intracranial pressure box read "sensor not detected" after several hours of operation. Customer changed out cables, main box, etc., however the message remained the same. The patient's condition is stable, at the present time.

Manufacturer narrative:
Mfg batch record review found all records in order and no discrepancies were found. The device was examined under magnification. The outer sheathing of the catheter appeared grossly stretched but the material had not torn. The internal wires of the sensor had broken apparently due to the stretching. The broken wires caused the sensor to become inoperable, thus giving the "sensor not detected" error message. Given the apparent stretching noted, it is likely that the mechanical damage to the catheter was the root cause of the problem. Jjpi is unable to identify the exact source of the damage and cannot identify any specific cause. At this time, jjpi considers this file closed.